Event description:
It was reported that on may 22nd, when engaging the c-arm rotational switch the c-arm will sometimes go farther than expected. A field engineer examined the system and found that the worn switch required replacing. The field engineer replaced the rotation switch and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
It was reported that the c-arm rotates further than expected when the rotary switch is engaged. The field engineer (fe) observed that the rotary switch was worn and was not releasing mechanically. The fe replaced the rotary switch to resolve the issue. The unit was working as intended after the rotary switch replacement. There were no patient or user injuries reported. A review of this device history showed that the issue did not return after the rotary switch was replaced. The rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 3789 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the rotary switch. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There were no discrepancies related to the rotary switch. System product code: sdm-05000-2ac. Serial number:(B)(6). System manufacture date: 23dec2013. System installation date: 06jan2014. Unique device identified (UDI): (B)(4).